Event description:
It was reported that the device had loss of contact and false asystole episodes were recorded. Oversensing and undersensing were also noted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).